Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock while using an arm ergometer. The health care professional (hcp) noted they could not determine from the rhythm why the patient was shocked. They will continue to follow up with the physician. This s-ICD system remains in service. No additional adverse patient effects were reported.